Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A medwatch with uf/importer report number (B)(4) was received with the following information: on (B)(6) 2018, the lumbar area was prepped and draped in the usual sterile fashion. Using landmarks, l3-l4 was accessed with a 20 gauge quince needle to identify spinal space. Subsequently, a 14 gauge "touhy" needle was placed on the first attempt and clear cerebrospinal fluid (csf) drained appropriately. The catheter with wire stylet was inserted without problems. The wire removal was attempted but there was resistance met. Because of this resistance, the "touhy" needle, lumbar spinal catheter, and wire stylet were all removed at the same time. It was noted that the tip of the lumbar spine catheter was missing. The patient had a stable neuro exam at this time and vital signs stable (vss). A stat spine computed tomography (CT) was obtained. Neurosurgery stat consulted; patient currently in intensive care unit (ICU) stable. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for evaluation. No DHR review was possible since the lot number was not provided. The complaint is unconfirmed. The root cause of this event is undetermined. Device identifier: (B)(4).